Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was found to have no issues.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that the site encountered transfer issues while doing a confirmation spin (no issues during the initial pre-op spin). The radiologic technologist (rt) reported that the surgeon attempted to take a confirmation spin and saw that the mvs showed the status bar for transfer of slices, however the navigation device received an incomplete transfer. The rt then took another spin and the device displayed no data when he expected the scan to transfer to the system. The rt also mentioned that manually pushing the exam did not work and ensured that the network cable was not unplugged, nor the gantry of the imaging device was opened during the process. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). This event is also being reported under part 803. Supplemental aro information is as follows: dose information not available. Estimated absorbed dose to patient based on unutilized radiation is between 12.5msv and 25msv (negligible). (B(6).